Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06991. Ranger ii sfa study. It was reported that a vessel dissection occurred. In (B)(6) 2017, the index procedure was performed. The target lesion was located in the left superficial femoral artery (sfa) which had 95% stenosis, reference vessel diameter of 6mm, a length of 100mm. The target lesion was pre-dilated, with 4mm x 100mm and 6mm x 100mm mustang balloon catheters. Following dilation several flow limiting dissections were noted. The dissection was treated with the placement of a 6mm x 120mm self expanding stent and post-dilation using a 5mm x 100mm mustang balloon with 10% residual stenosis. On the same day, the event was considered to be resolved.